Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: oct 3, 2018, expiration date: sep 1, 2028, part number: 04.037.158s, 11mm/130 deg ti cann tfna 380mm/right- sterile, lot number: h742811 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071295 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to improper insertion of helical blade¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a proximal femoral nailing system (tfna) long nail, titanium helical blade, and a locking screw due to improper insertion of titanium helical blade on initial surgery. The initial surgery was performed on (B)(6) 2020. The procedure was successfully completed with no surgical delay. The patient's status is unknown. Concomitant device reported: unknown locking screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 11mm/130 deg ti cann tfna 380mm/right - sterile. This is report 1 of 1 for (B)(4).